Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "under-infused" was not reproduced. The device was tested for flow accuracy and it passed. An event history log (ehl) review was performed, however the event date was not provided. The last day of customer use shows an infusion programmed at a rate of 999 ml/hr and a volume to be infused (vtbi) of 99.9 ml. The infusion ran to completion but it is unknown if that is the infusion in question. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump underinfused during testing in the biomedical service department. There was no patient involvement. No additional information is available.